Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: a.4., b.5., d.6b., h.6., h.11.

Event description:
Healthcare professional reported ¿capsular rupture¿, ¿pain¿, ¿raising of the inner prosthesis capsule with "linguini" sign¿, ¿discontinuity of the inner prosthesis capsule on the medial portion of the implant¿ and ¿extensive contrast uptake at the ventral prosthesis edge¿. Then healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported right side rupture with pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿capsular rupture¿, ¿pain¿, ¿raising of the inner prosthesis capsule with "linguini" sign¿, ¿discontinuity of the inner prosthesis capsule on the medial portion of the implant¿ and ¿extensive contrast uptake at the ventral prosthesis edge¿. Then healthcare professional reported "capsular contracture baker grade iii". Healthcare professional then reported "fibrohyalinosis and extensive granulomatous inflammation with foam-cell reaction". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported ¿capsular rupture¿, ¿pain¿, ¿raising of the inner prosthesis capsule with "linguini" sign¿, ¿discontinuity of the inner prosthesis capsule on the medial portion of the implant¿ and ¿extensive contrast uptake at the ventral prosthesis edge¿. This record is for the right side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular rupture¿.